Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a neurostimulator on (B)(6) 2003. It was reported that the pt is without stimulation. Efforts to recapture stimulation via reprogramming and the use of a replacement transmitter antenna proved unsuccessful. A replacement transmitter was sent to the pt for further interrogation. No further info is available at this time as all attempts to confirm resolution have been unsuccessful.